Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular pacing. The lead was reprogrammed, and remains in use. It was further reported that the rv lead continued to exhibit twos post pacing. The lead was reprogrammed multiple times, but has only been able to reduce or eliminate twos in certain settings. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular pacing. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1688t competitor implantable pacing lead - 2013 (B)(6). (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.